Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the hmii controller failing to alarm could not be confirmed. A review of the submitted log file spanned approximately 17 days ((B)(6) 2020 per time stamp). Throughout the entire log file, while the controller was connected to batteries, there were intermittent power cable faults on the power cables not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm would clear but reactivate shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that power cable disconnect alarms were observed on (B)(6) 2020 when the device history was interrogated through the power module. The account reported that the patient's system controller did not visually display the alarms on the lcd but that there were sometimes audible alarms. The system controller was interrogated due to the numerous audible alarms and it was revealed that there were alarms everyday for a two week period. An x-ray was done and the cardiologist observed no issues with the power cable. Technical services (ts) reviewed the submitted log files and observed odd cable voltages on (B)(6) 2020 from 13:31 through 18:26 while on battery power only. Ts noted that this seemed to be an issue with either the 14 volt batteries or battery clips and recommended cleaning the contacts. Ts did not comment of the lack of visual display of alarms on the system controller lcd. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.